Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation due to the cup being malpositioned.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/21/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported, for bilateral hips, decreased range of motion, increased metal ions, tissue death/damage related to metal debris, inflammatory response, and patient unable to normal activities like ambulation, sitting long periods of time, etc. Medical records received were for the right hip except for lab results dated (B)(6) 2015 and (B)(6) 2013, which were both less than 7 parts per billion and do not need to be reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 12, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.